Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: updated data: h3, h6. Investigation summary: investigation flow: damage. Visual inspection: the cruciform screwdriver shaft with holding sleeve (p/n: 314.67.97, lot number: 32p6787) was received at us customer quality (cq). Upon visual inspection, it was observed that two of the slotted feature of the external sleeve were bent. No other issues were identified on the device. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection was performed due to post-manufacturing damage. Document/specification review: no design issues or discrepancies were identified. Complaint confirmed? No. Investigation conclusion: this complaint condition is not confirmed for cruciform screwdriver shaft with holding sleeve (p/n: 314.67.97, lot number: 32p6787). However it was noticed that the slotted feature of the screwdriver assembly was bent. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part number: 314.67.97. Lot number: 32p6787. Manufacturing site: (B)(4). Release to warehouse date: (B)(6) 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformities related to the malfunction were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, a cruciform screwdriver shaft with holding sleeve was received. The outside of the item was intact but the cruciform screwdriver shaft with holding sleeve itself was broken and not able to be used. There was no patient involvement. This report is for 1 cruciform screwdriver shaft with holding sleeve this is report 1 of 1 for (B)(4).